Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 300 mg/dl. Customer was hospitalized due to high blood glucose and dehydration. Before taken to the hospital, customer had symptoms of vomiting and dry heaving. Customer was placed in the intensive care unit until blood glucose was lowered and then was sent home after being in the hospital overnight. Customer's blood glucose while hospitalized was between 400 mg/dl and 500 mg/dl. Customer was wearing insulin pump at the time of hospitalization.